Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there were pinholes in the filter.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Additional information: d4. Expiration date. Correction: d4. UDI number corrected.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). One (1) md344 round filter polypropylene sample provided was sent to the manufacturing site for evaluation and the results of the investigation confirmed that there was red splice tape present on the sample. The red tape is an indication of spliced raw material. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Based on the investigation findings, the root cause is manufacturing related. The manufacturing site is aware of this issue and has entered this complaint into our trending report.